Manufacturer narrative:
H.6. Investigation: two loose 10ml syringes with 5ml of clear liquid inside and a white tip cap attached were received and evaluated. It was observed there was faded print below the 2ml marking. The batch and part number reported do not correspond with the samples received. A limited investigation was performed due to no available product information. Additionally, the samples were manipulated and were subjected to an unknown process. Physical unused sample is required for a more thorough evaluation and potential root cause determination. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that scale marking issue occurred before use with a bd 5ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "5 ml syringe completely without any scale, concerns bd syringe individually packaged."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that scale marking issue occurred before use with a bd 5ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "5 ml syringe completely without any scale, concerns bd syringe individually packaged."